Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis and chest pain. The 90% stenosed target lesion located in the right posterior descending artery (pda) was 16.0mm long with 2.75 in reference vessel diameter. The target lesion was predilated and placement of a 2.75x20mm study stent. The physician encountered difficulty passing the stent to the lesion. A buddy wire and mail man wire were employed and the study stent was successfully positioned and inflated. Some proximal-to-mid right coronary artery (rca) dissection was noted following placement of the study stent and was treated via placement of four additional unknown drug-eluting stents. However, during one of the additional implant attempts, the physician was to cross the lesion with a 2.75x24mm study stent, however, this device was not implanted. The 21 days post index procedure, the patient experienced chest pressure that radiated in the patient's arm. The distal rca was treated with predilation and placement of a 3.0x23mm promus stent. Post-dilation revealed 0% residual stenosis. Following the placement of the stent, the patient experienced increased chest pain. The event was resolved medically and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.